Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported receiving a blood glucose reading of 248 mg/dl with no high blood glucose symptoms around 5 pm. Patient stated he dosed his insulin based on that reading and in preparation for a high carb dinner. Patient reported he had dinner and went for a walk around 6 pm and rapidly felt weak; wife called emts upon returning home; was treated with IV glucose. Patient does not recall reading from emt meter. Patient was not taken to the hospital. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.